Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent esc button due to corroded keypad trace. The insulin pump had cracked reservoir tube, cracked reservoir tube window, missing end cap sticker, cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a button error alarm, and the keypad is unresponsive. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.